Manufacturer narrative:
H6 code has been updated.

Manufacturer narrative:
D6a. Implantation day, month and year were removed as the complaint device was not an implantable device. D6b. Explantation day, month and year were removed as the complaint device was not an implantable device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, a 74-year-old male underwent placement of an impella cp circulatory support device for a high-risk percutaneous coronary intervention. During the procedure, bleeding was observed from the impella introducer sheath, and the hub of the sheath was noted to have cracked in the setting of a single-access technique. The device was removed the following day without any reported complications or adverse clinical events.